Manufacturer narrative:
No conclusions can be drawn.

Event description:
Info received from our (B)(4) affiliate. On (B)(6) 2010, a pt (pt) reported a medical claim to our firm while wearing 1-day acuvue trueye (narafilcon a). Narafilcon a lenses are not marketed in the us. The pt reported that the pt's "cornea came off". The pt saw an ecp on (B)(6) 2010 and was diagnosed with a corneal ulcer od. The pt was treated with cravit, hyaline ointment and instructed to return on (B)(6) 2010. On (B)(6) 2010, we contacted the pt who stated that he/she was told to not wear contact lenses (cl) until the ulcer resolved; medications were continued. The pt contacted an ecp about resuming cl wear as soon as possible "as wearing eye glasses is not practical". The pt was told "to wear 1 day acuvue moist for short time and if there will no problem, wear 1 day trueye the following day." On (B)(6) 2010, our firm contacted the treating eye clinic and was told that they prescribed 1 day acuvue moist lenses, the pt "purchased 1 day trueye on recommendation of cl sales shop". The pt's written consent was needed before they could provide any add'l info. On 12/2010, we contacted the pt who stated that he/she was experiencing "mild pain", "eye drops" continued. The pt was scheduled to return to the clinic on (B)(6) 2010. No add'l info has been received. Our firm will continue to make attempts to collect add'l info. We have requested the pt's written consent for medical release of info. The true seriousness of this event is unconfirmed. This event is being reported as worst case. Three sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The ph measured within spec. There was not enough solution to measure conductivity. A batch record review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters were within spec. Primary & secondary packaging audits resulted in zero defects. All packages tested, met spec. All sterilization requirements were successfully completed. Lot # 5311390307 was produced under normal conditions. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly executive mgmt review meetings.